Event description:
Same case as MFR#: 2134265-2012-07926. It was reported that during preparation for a percutaneous coronary intervention procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. During preparation, outside the patient's body, rotational speed was adjusted on the 330 cm floppy rotawire guide wire and the floppy rotawire guide wire detached. It was noted that this 1.50 mm rotalink burr remained on the device for a long period of time and that may have caused the detachment of the rotawire guide wire to occur. The procedure was completed with another of the same rotawire guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).